Event description:
The customer reported that the reservoir was leaking into the reservoir compartment.

Manufacturer narrative:
Inspected one opened reservoir and found a crack in the reservoir barrel. Reservoir will leak.